Manufacturer narrative:
The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There was no damage noted to the device during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported failure to advance, and stent dislodgement appear to be related to operational circumstances of the procedure. Based on the reported information, it is likely that the challenging anatomical conditions which were reported as heavily calcified resulted in the failure to advance. Manipulation against resistance ultimately resulted in the stent dislodgment. Additionally, the reported treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with heavy calcification and no tortuosity. During use of the 3.50x18 mm xience sierra stent delivery system, resistance was noted during advancement and the sds could not reach the lesion. The stent dislodged from the delivery system. The balloon of the delivery system was used to bring the stent to the access site but it was stuck in the arteriotomy and required surgery to be removed. Final patient outcome is ok. No additional information was provided.